Event description:
It was reported that during an unknown procedure, the device fired the first clip properly however it would not hold on to the second clip, it fell out of the jaws. It is unknown how the procedure was completed. No adverse consequences reported. Additional information (B)(6) 2010: there were no patient consequences and another device was used to complete the case.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.